Event description:
The nurse hung dopamine and programmed in a volume of 250cc. A minute or two later the alarms on the monitor went off for the patient's bp. The nurse found that the pump now read the volume as 242 cc. Eight cc had infused in that short period of time. The pump was also programmed for 69 mcg/kg/min. She removed the pump, and did not change the settings. The bag was thrown away and the pump was left for the manager. Biomed picked up the pump.